Event description:
It was stated over a month period prior to report they had done well before they had fallen. It was stated their medication was low and they did not get enough help. It was noted towards the end of (B)(6), they lost a little bit on balance but not on their tremors. It was stated before their fall they had lost some balance and it was it was ¿really out of wack.¿ it was stated their gpi ins had been on and off at different periods. It was noted it ¿appeared to not help very much.¿ it was noted their gpi ins had ¿never been that effective with dealing with their tremors and other measures of balance.¿ it was stated the gpi ins was not very successful for their cervical dystonia. Additional information received reported the patient had done well therapeutically until (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 37601, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3387s-40, lot # va0apd4, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot # va0apd4, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 64001, lot # n247539, implanted: (B)(6) 2012, product type adapter; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot # v065399, implanted: (B)(6) 2007, product type lead; product ID 3387s-40, lot # v065399, implanted: (B)(6) 2007, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).